Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. A physical investigation was performed on the alleged device, and the alleged issue was confirmed. Functional analysis of the pump confirmed the pump failed to prime and flow. The cap and suture ring were removed in order to do a magnet flush of the pump. After the magnet flush the pump was able to prime. The unit was run for 3 days, and it ran at 90% efficiency. Additionally, the pump was received on 02/20/2020, and was in storage throughout part of the pandemic. It is possible that this may have contributed to pump failing to prime and flow. Due to the pump failing to prime and flow originally, and then running within specification after a magnet flush, a conclusion cannot be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint # (B)(4).

Event description:
On (B)(6) 2020- e-mail was received to report a prometra ii 20 ml was explanted due to a volume discrepancy- underinfusion. The volume discrepancy was reported to observed on (B)(6) 2020, in which: expected volume: 4.961 ml returned volume: 18 ml the patient's catheter length is 54 cm and contains both flowonix and medtronic segments. No further information is known at this time, requested additional information.